Manufacturer narrative:
The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Regulatory agency reported "stage 4 shell of the 2 prostheses". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted and replaced with a non-abbvie device. Capsulectomy was performed.